Manufacturer narrative:
A patient experiencing pain at the ipg and lead site was reported to abbott. The patient's lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 3006705815-2021-00397. It was reported that the patient experienced pain at the scs ipg pocket site due to the size of the ipg and experienced pain at the paddle lead site. In turn, the patient underwent surgical intervention to explant the scs system to address the issue.